Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. The driveshaft assembly and spindle housing were damaged. The device was repaired and placed back into stryker stock.

Event description:
It was reported that after a procedure at the user facility, the loaner core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that after a procedure at the user facility, the loaner core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.